Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a lancet was sticking out of the accu-chek softclix device. The device cap is in place and the lancet is seated properly. The lancet was found to be protruding from the device prior to use/firing. No medical treatment was needed and no injury occurred as a result of the protruding lancet. No adverse events were alleged. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The customer's lancing device was provided for investigation and contained 3 unused lancets. The customer sample was tested with the received customer lancets. The lancets were tested at all different depth settings and during each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The lancing device was disassembled, but not abnormalities were found. The lancing device works within specifications. The received customer lancets were investigated with a microscope, but no abnormalities could be observed.